Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with an infusion set (contact detach 23" 6 mm) and received an occlusion alert that resolved only after changing supplies; drops were observed when disconnected, a site change was performed, and the user was advised on fingerstick calibration and monitoring. Symptoms included thirst associated with high glucose. Outcomes included no medical intervention, no backup therapy, and no assistance required, with glucose trending down after the supply change. Investigation included remote troubleshooting and education, assessment of insulin delivery at the set, and evaluation for occlusion. Investigation of this case revealed an insulin delivery occlusion localized to the infusion set that was corrected by replacing the infusion supplies, consistent with transient flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set occlusion.